Event description:
The patient who underwent an omni procedure reported that she experienced a severe iop spike and that she believed there was a delay in receiving appropriate care post op that resulted in her iop staying in the 50s+ for over 25 hours. The patient alleges that the acute spike in iop has caused severe permanent damage.